Event description:
The user facility reported after a patient procedure their 3080sp surgical table was raised too high and an armboard detached from the table injuring the patient's arm.

Manufacturer narrative:
The investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
Contrary to the reported event, it was identified that the or staff were lowering the surgical table. The armboard made contact with another piece of equipment while the table was being lowered. As a result the metal latch on the table broke off and caused injury to the patient. The user facility declined to provide additional details regarding the patient's status. A steris field service technician arrived onsite, inspected the unit, and found the table required repair. The technician replaced the table's control board and power supply. While the hand control was inoperable, the user facility staffed used the auxiliary switches to command the table. During the investigation of this event, the user facility reported the cause of the reported event was inattentiveness while operating the table. Steris has discussed the importance of proper use and operation of the surgical table with the or surgical director. No additional issues have been reported.